Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 110 mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked form the needle chamber. The catheters were irrigated, no occlusions noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot 107575 conformed to the specifications when released to stock in 12th december 2016. No root cause could be determined; as no problem was noted with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via lp-shunt on (B)(6) 2017. Initial setting was unknown. It was reported that the pressures setting was not able to be changed when the surgeon tried to change the setting. A revision surgery was performed on (B)(6) 2017. The product will be returned to your site. The patient¿s (B)(6), female. Original disease: acquired (normal pressure (secondary)).